Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the device would not turn on or off. There was no patient involvement.

Manufacturer narrative:
Additional in h3, h6, h7, h9 the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from the date of manufacture 06/17/2019 to the present date 12/21/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device would not turn on or off. There was no patient involvement.

Manufacturer narrative:
It was reported that the device would not turn on. There was no patient involvement.

Event description:
It was reported that the device would not turn on or off. There was no patient involvement.